Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Physical inspection of the pump found it to be in good physical condition. Upon power up, the device alarmed while the cassette was attached. The customer's complaint was verified. The root cause was determined to be the sensor, which was then recalibrated. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip had a cassette not attached alarm. No further information provided. No patient injury resulted.